Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the driveshaft bearing was damaged.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during multiple procedures on different dates at the user facility, the core impaction drill was overheating. Upon follow up, the user facility could not provide exact dates or an exact number of procedures in which the drill was used. The procedures were completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during multiple procedures on different dates at the user facility the core impaction drill was overheating. Upon follow up, the user facility could not provide exact dates or an exact number of procedures in which the drill was used. The procedures were completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.